Event description:
It was reported on (B)(6) 2026 that the patient¿s infusion set got detached due to sweating.

Manufacturer narrative:
E1: patient city :(B)(6)patient country: spainzip: (B)(6) name: (B)(6)country: united states of americastreet: (B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 8021545manufacturing site: 8021545